Event description:
Litigation papers allege: on or about (B)(6) 2010, pt was implanted with a depuy pinnacle mom hip on his right side. After the surgery, pt experienced elevated levels of cobalt-chromium in his blood, severe pain, discomfort, and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. He was revised in (B)(6) 2010.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.